Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel mesh (device #1). An additional emdr was submitted to represent the bard/davol kugel mesh (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch and unspecified bard/davol kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the both meshes. As reported there were two implant dates (B)(6) 2001 and (B)(6) 2005 for hernia repair. So that the exact date of implant can't be determined. The file does not reflect the date of implant. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient underwent a revision surgery for the kugel hernia patch on (B)(6) 2005. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. The patient's attorney alleges that the patient experienced emotional distress and the device is defective.